Event description:
Distributor reported the menu button on the infusion device is non- functional. Distributor stated the issue was noticed during a pump demonstration. No further information is available. No adverse event reported. No product return was requested.

Manufacturer narrative:
Event occurred in (B)(6). Device is unavailable for return.